Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient did not know the circumstances that led to coupling issues. Steps taken to resolve the issue was that they spoke to a manufacturer representative. After a time and doing different things rep suggested. (Additional information was written but illegible). Device more tightly in place. Patient stated that they think that the issue is resolved and provided their weight information. On 2018-(B)(6) patient stated that everything is fixed and working well. Patient did not provide any further information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her coupling wasn't good for her charging. The patient reported that she fell a couple of weeks ago and had pain which she always had. No further complications were reported.